Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f 65cm 8 sidehole (sh) super torque markerband (mb) angiographic catheter broke in half during the procedure. There were no reports of patient injury. All pieces were able to be retrieved from the patient. Procedure was completed as normal with replacement catheter. The device will not be returned for evaluation, as it was discarded.

Manufacturer narrative:
Complaint conclusion: as reported, a 5f 65cm 8 sidehole (sh) super torque markerband (mb) angiographic catheter broke in half during the procedure. There were no reports of patient injury. All pieces were able to be retrieved from the patient. The procedure was completed as normal with a replacement catheter. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18357549 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "catheter (body/shaft) separated" could not be confirmed. Procedural and/or handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation, the catheter should be stored in a cool, dark, dry place. To prevent damage to the catheter during removal from the package, grasp the hub (as was done in this case) and withdraw the catheter. To prevent damage to the catheter, straighten the tip only with a diagnostic guidewire or tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the sheath. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Updated section b5, section h1. Type of reportable event (changed from malfunction to serious injury), section h. 6, and section h11. Complaint conclusion: as reported, a 5f 65cm 8 sidehole (sh) super torque markerband (mb) angiographic catheter broke in half during the procedure. There were no reports of patient injury. All pieces were able to be retrieved from the patient. The procedure was completed as normal with a replacement catheter. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18357549 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint "catheter (body/shaft) separated" could not be confirmed. Procedural and/or handling factors may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation, the catheter should be stored in a cool, dark, dry place. To prevent damage to the catheter during removal from the package, grasp the hub (as was done in this case) and withdraw the catheter. To prevent damage to the catheter, straighten the tip only with a diagnostic guidewire or tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the sheath. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, a 5f 65cm 8 sidehole (sh) super torque markerband (mb) angiographic catheter broke in half during the procedure. There were no reports of patient injury. All pieces were able to be retrieved from the patient via snare. The procedure was completed as normal with a replacement catheter. The device will not be returned for evaluation, as it was discarded.

Event description:
As reported, a 5f 65cm 8 sidehole (sh) super torque markerband (mb) angiographic catheter broke in half during the procedure. There were no reports of patient injury. All pieces were able to be retrieved from the patient. The physician used a snare to remove the device. The procedure was completed as normal with a replacement catheter. The device will not be returned for evaluation, as it was discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 18357549 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.